Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade, high capture threshold was observed. The lead was successfully capped and replaced on (B)(6) 2016. There were no adverse consequences to the patient.